Manufacturer narrative:
Batch review performed on 30 march 2021: lot 177969: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Immediately after the primary hip surgery, when the surgeon took post-op x-rays, it was observed that the patient had a misplaced femoral component. The surgeon decided to revise the patient immediately and swapped the stem and head with competitor implants and the medacta liner with a medacta liner. The surgery was completed successfully.